Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead failed to pace as the lead had dislodged. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is not expected to be returned for analysis.